Event description:
Customer indicated that physician questioned the hba1c result of one specimen and asked that it be retested. Customer indicated that the original result was 5.0% and upon repeat was 7.3%. Customer indicated that the second result was provided to the physician for treatment decisions. The field service engineer verified the system was functional and was unable to determine the root cause of the event.